Event description:
During eus procedure, 19 gauge shark core needle system's handle fell apart while removing the needle insert after a biopsy. The inside of the needle system separated from the handle piece. Biopsy specimen was removed by flushing the entire needle system. Staff number sustained needle stick during retrieval of specimen. Manufacturer: please note that we do not send products to ther manufacturer, but you may arrange for pick-up by calling my number below.